Event description:
Boston scientific received information that the patient with this right ventricular lead experienced inappropriate shocks. Interrogation revealed decreased sensing measurements. In addition, shock impedance measurements were high out of range. A revision procedure was performed. This lead and the non-boston scientific atrial lead were replaced successfully. Post procedure, normal measurements were obtained. This lead was discarded by the facility and no return of product is intended. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.